Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were no pacing percentages available for the implantable pulse generator (ipg). There were no atrial sensing issues reported and the patient is scheduled to be seen in the clinic after three months. The device remains in use. No patient complications have been reported as a result of this event.